Manufacturer narrative:
The lens was returned inside a clear plastic bag on a piece of wet, white, medical sponge material. Solution was dried on the lens. Fibers were observed dried in the solution. The optic was cut into two portions. One optic portion was cracked at the optic edge into the optic material. The anterior surface was scratched near the edge. A recheck of the power (sphere and cylinder) and diopter could not be conducted to the lens cut into pieces. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge, handpiece, and viscoelastic were used. The root cause cannot be determined for the reported complaint. The lens was cut into pieces, typical of an insertion and removal. Each lens was subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power (cylinder and sphere) and resolution of the returned lens could not be re-evaluated due to the optic damage. Due to the exchange of the cnw0t3 (1.50 cyl) 20.5 diopter lens was removed and replaced with a noncompany lens (19.5 diopter). Due to the exchange of the toric cnw0t3 20.5 diopter lens for a half diopter less replacement lens, this may suggest that that the replacement lens lower diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with unable to tolerate blurriness. The lens was exchanged for another lens model 05 months 17 days following the initial procedure. The lens was replaced with noncompany lens. Additional information was requested, but no further information is available.